Manufacturer narrative:
Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently delivered too large of a bolus which resulted in a low blood glucose level (36 mg/dl). Customer consumed sugar tablets and went to the emergency room (ER). No treatment was administered in the ER and after a few of hours, customer left in stable condition; bg was 162.